Event description:
Patient stated the v-go he applied loosened after 12 hours of wear. Patient stated he tried reattaching the v-go, because he was away from his supplies. Patient stated he felt needle pricks when attempting to reattach it. Patient stated he removed and discarded that v-go. Patient stated he used a kwikpen to control his blood glucose levels until he was next able to use his v-go supplies.